Event description:
It was reported that during the implant procedure, it was difficulty to position the lead. The lead was removed and another was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.